Event description:
Related manufacturer report number: 1627487-2022-03541. It was reported that patient during patient's ipg replacement it was discovered that the patient's extensions were stripped from the ipg. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the extensions were explanted and replaced. Therapy was restored post-operatively.